Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device offline and need to be synchronized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-dec-2023 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the s remote smart service was offline and need to be synchronized. The field service engineer changed the network speed settings and re-established network configuration, completed data synchronization on the station and customer confirmed successful communication with the server to resolve. The system functioned as intended after the field service engineer repaired the device.